Event description:
The customer reported that the system displayed an overload fault error message during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and could not duplicate the reported problem. The high voltage cable ends were inspected and regreased. The generator and filament were calibrated. The system was tested and found to be working as intended and put back into service.